Event description:
It was reported during remote follow up that the right atrial lead displayed a potential fracture, noise, and high pacing impedance. The product will continue to be monitored. There were no patient consequences.